Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed that the product information for the device returned was correct. The anchor and sutures were missing, as per report they had been left in the patient. The device was standard, with no bends or visual issues. There was some debris on the handle. A functional evaluation concluded that the torque limiter could successfully rotate the insertor tip. The evaluation could not be completed in full without the anchors and sutures. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the risk management files found that this failure mode was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder arthroscopy a footprint was used to fix healicoil suture. The footprint was deployed but the suture was not fixed, the footprint was already deployed and could not be removed. The procedure was completed with a competitor device and no significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.